Manufacturer narrative:
A medtronic representative visited the site and reported that the problem was related to how the spine instrument was being verified. A system checkout showed no anomalies and the system was fully functional.

Event description:
A medtronic representative reported that while in a l4-lf posterior lumbar interbody fusion (plif) procedure, navigation was inaccurate after the o-arm transfer. When taking 2d scouts, anterior posterior (ap) was normal. When moving into lateral position the gantry made a noise. Once in position, the lateral scout was taken normally. Next proceeded to take a 3d spin and the transfer to stealth was normal. When verifying accuracy, sagittal view was accurate, however, axial view was 2-3mm inaccurate. A re-spin yielded the same result on second exam. The surgeon completed the procedure with the use of the navigation system, compensating for the inaccuracy. There was no impact on patient outcome.

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read (B)(6). Medtronic representative, following-up at the site, reports that at the close of this procedure "everything looked great on final scan". Reported issue was intermittent. No patient files/logs/scans have been returned to manufacturer for evaluation.